Event description:
It is reported that patient underwent right hip tha with durom cup on (B)(6) 2007. Post op, patient reports hip pain began in late (B)(6) 2010, and that several weeks ago she couldn't lift her right leg. Patient's revision procedures is scheduled for (B)(6) 2010.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc. (B)(4), which markets the devices in the u.s. No product was returned for evaluation. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Based on the investigation, the need for corrective action is not indicated. Should additional information be received that changes this conclusion, an amended medical device report will be filed. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that the impending revision surgery is related to the issues for which zimmer implemented a correction in july 2008. Zimmer considers the investigation closed. (B)(4).